Event description:
It was reported, the surgeon was implanting peek vertebral spacer-pr. The surgeon inserted the graft in the disk space of l5-s1 the removed the implant holder and used the impactor to drive the graft further anteriorly. One of the grafts broke off from the end/posterior portion of the graft to approximately 1mm past the radio-opaque marker. The surgeon retrieved the broken piece and left the remainder of the graft implanted in patient. Surgeon was treating a grade 2-3 spondylolisthesis at l5-s1 with a dramatic step off of more than 10mm from the posterior margin making the implantation difficult. Procedure was completed with no further problems. Surgeon left the implant in place.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.